Event description:
The facility reported a colleague infusion pump with a failure code of 18:115:885:03e8. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a 18:115:885:03e8 was confirmed and reproduced by baxter personnel during product evaluation. The root cause was assigned to an incompatible personality setting for functional test mode. There was no hardware defect, therefore the device is returned unrepaired.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has received similar reports for the reported problem.